Event description:
It was reported that pump displayed malfunction alarm and customer had already reset pump for this issue within prior 24 hours. There was no reported impact to the customer¿s blood glucose level. Customer was informed pump needed replacement, pump was confirmed within warranty, and replacement pump was arranged with confirmed shipping address, storage mode instructions, and instructions to return problematic pump to tandem within 10 days; no information was provided regarding backup insulin therapy and no further information was expected.